Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Testing was completed which confirmed wire movement difficulty. Foreign material was noted inside of the lead lumen, which was likely an agglomeration of blood/body fluid and polymer from the lead, guide wire interaction.

Event description:
It was reported that during the attempted implant, the inner passage of this lead was blocked. A heparin flush was unable to resolve the issue and the lead removed and replaced. The attempted implant lead is expected to be returned for analysis. No procedural adverse patient effects.